Event description:
A consumer implanted for non-malignant pain reported experiencing poor telemetry or no telemetry with recharging and being unable to charge. The last time they charged was four days ago, and they weren't sure if the recharger was able to charge or what the issue really was. Troubleshooting was limited because the consumer wasn't at home. The consumer called back and stated they were getting poor communication with the patient programmer (pp) and the recharger. The last time they felt stimulation or recharged was "four to five days ago." The antenna locate (al) feature was used and a power on reset (por) message was seen. The consumer then synchronized and it was showing a "charge the implantable neurostimulator (ins) screen." An attempt was made to charge and the por screen was seen again. The pp was used and the "charge the ins screen." Was seen. An appointment was scheduled to have the ins checked on (B)(6) at 1 p.m. And an attempt was going to be made to have a manufacturer's representative (rep) be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.